Manufacturer narrative:
It was reported from the site that the patient has a brownish gel like substance inside the driveline beginning at the strain relief and extending intermittently up the driveline to approximately 4 inches from the driveline site. The gel like substance does not flow freely, but is displaceable with external pressure. There are no visual cracks in the driveline and the driveline site looks good. The vad coordinator said that he has just noticed it on this admission and that there appears to be more today. The patient states that he had noticed it when he was originally discharge from the hospital, just a small amount. The patient is currently readmitted with bacteremia, they believe that the source of the bacteremia is an old sternal wound he had immediately post-op. It was further stated that the driveline is intact. No additional information available. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
It was reported from the site that the patient has a brownish gel like substance inside the driveline beginning at the strain relief and extending intermittently up the driveline to approximately 4 inches from the driveline site. The gel like substance does not flow freely, but is displaceable with external pressure. There are no visual cracks in the driveline and the driveline site looks good. The vad coordinator said that he has just noticed it on this admission and that there appears to be more today. The patient states that he had noticed it when he was originally discharge from the hospital, just a small amount. The patient is currently readmitted with bacteremia, they believe that the source of the bacteremia is an old sternal wound he had immediately post-op. It was further stated that the driveline is intact. No additional information available.